Event description:
The customer contact reported a tubing rupture while in use with a power injector. A power injector was connected to the clave y-site of the tubing set to deliver an unspecified contrast media. After an unspecified length of time in use, the tubing ruptured between the cassette and the clave y-site. The contrast media leaked onto the patient. The tubing set was replaced and the procedure was completed. There were no reported adverse patient effects. No medical interventions were provided. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not returned since this is a known issue. The issue of split of burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided with a product list of those high-pressure sets that are appropriate for use with power injectors. This report represents all the info known by the reporter upon query by hospira personnel.